Manufacturer narrative:
Continuation of d10: product ID 977a260 lot# serial# (B)(6) implanted: explanted: product type lead product ID 977a260 lot# serial# (B)(6) implanted: explanted: product type lead medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient on (B)(6)2022. The hcp wanted to correct the lead but pt refused because they didn't want to be cut open again. Pt reported nothing has been done as of yet but they'll have to be cut open again. Pt isn't sure if they want to correct it or just take it out or just leave it in. Pt was told that if they take it out their pain would be 10x worse. Issue was not resolved and no actions taken or planned as of yet. Pt reported it was a problem whenever they had an MRI.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient (pt) stated that their stimulation isn't turned on because their "leads had moved and I never had surgery to correct it, but now I need an MRI and need to get into MRI mode". Pt says this lead issue started "a few weeks or a month or two after the implant that I was still having a lot of pain even though I was adjusting it and it wasn't doing anything for me at all". Pt says hcp did an x-ray at this time and found the leads had moved. Pt says hcp did "a horrible job with the surgery". Pt says a manufacturer representative (rep) was made aware of this issue "the day they did the xray". Patient services (pss) walked pt through prm as they are in discharge mode. Pt was able to get ins to start charging with excellent quality. The troubleshooting steps that were taken on the call resolved the issue. Once pt charges up ins, they will call back in for help getting into MRI mode. Pt says they might be following up with hcp about getting ins removed. Additional information was received from the manufacturer representatives (reps). The reps did not recall this event being reported to them or being told about the x-ray. If they were aware of the leads moving, they would have reported the claim.

Manufacturer narrative:
Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 25-feb-2023, UDI#: (B)(4); product ID: 9 77a260, serial/lot #: (B)(4), ubd: 25-feb-2023, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.